Event description:
It was reported that patient had diagnosis of angina pectoris. While in cath lab, md inserted sheath via right groin. Iab was prepped per instruction and inserted into patient. Twelve hours later, iab pump emitted helium gas leak alarm. Pump was switched off and checked; there was "no problem," so pump was switched back on. Pump alarmed, it was switched off, and again "no problem." Pump was switched back on. Alarm occurred continuously. Five hours later, md removed/replaced iab with another brand iab. There were no reported patient complications. Md stated that patient had a medium degree of calcification in artery. A follow-up report will be filed if more information becomes available.